Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels resulting in third party assistance; bg values and causes were not provided. The customer declined to provide additional information and declined further follow ups from tandem technical support.